Manufacturer narrative:
Batch review performed on 28 august 2018. Gmk-sphere femoral component sphere cemented size 5+ r lot 166005: (B)(4) items manufactured and released on 13 december 2016. Expiration date: 2021-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: tibial insert fixed sphere flex size/10 mm r. Lot 166526: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2021-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(6) 2018 that the patient came in complaining of anterior knee pain and slight instability. The surgeon plans to revise the patient on (B)(6) 2018. Update (B)(6) 2018: the surgeon revised the liner and resurfaced the patella. The surgery was completed successfully.